Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. During review of the data log file from the returned system controller, and the data that had been previously submitted for review, the reported events of pump stoppage and total loss of external power were confirmed. The review of the log files revealed power interruption (a complete loss of power) events, which appeared to occur during power exchanges. These events were associated with a low flow hazard, a low speed hazard and low speed operation active flags. The returned system controller was functionally tested and exercised while connected to the equipment in the manufacturer¿s laboratory. The returned system controller was found to function as intended during analysis even while supported independently by either power lead. In conclusion, the cause for the atypical events contained within the log files could not be attributed to the returned system controller as it was functioned as intended and the analysis could not conclusively determine the root cause of the recorded events based solely on the investigation of the returned system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. H3 other text : placeholder

Event description:
The patient was implanted with a left ventricular assist device. It was reported that numerous pump stoppages, low flow and low speed events were observed based on review of the system controller data log by the vad coordinator. The patient was asymptomatic at the time of the event. The manufacturer's technical service representative reviewed a submitted log file and noted transient low voltage advisories when the system controller was tethered to a power module via a patient cable. Two power loss events with pump stoppages that occurred approximately 1 day and 7 hours apart were captured. The system controller was exchanged. No subsequent events have been reported.